Event description:
Pt was revised to address a femoral fracture, possibly caused by a fall.

Manufacturer narrative:
This complain is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.